Event description:
We had a problem with a piece of a mcgivor mouth gag breaking off during a procedure. The incident occurred on (B)(6) 2011, surgeon dr. (B)(6). The small piece of metal that broke off was noticed and retrieved by dr. (B)(6) before entering the patients airway. No further information is available.

Manufacturer narrative:
(B)(4). Additional information will be sent if made available.

Manufacturer narrative:
(B)(4). Customer had a problem with a piece of a mcgivor mouth gag breaking off during a procedure. The incident occurred on (B)(6) 2011. Surgeon dr. (B)(6) was performing the procedure and noticed the small piece of metal that broke off and retrieved it before entering the patients airway. No further information is available. Device evaluation: a complaint sample was provided for evaluation. The mcgivor mouth gag frame is manufactured by one of carefusion's suppliers. Evaluation by the supplier found that the instrument had been manufactured in may of 2004. There was no material or workmanship deviation identified on this instrument. It appears that a crack formed in the instrument and eventually became deeper and broke over time. The use of an aggressive disinfection detergent may have also contributed to this. The appearance of the crack formation shows that the arm broke abruptly, however, the exact cause is unknown. A device history review (DHR) showed no recorded quality problems or rejections related to this incident. Based on the results of the investigation, no specific corrective actions have been implemented. A detailed review of the complaint history log was performed for this instrument. There were no trends identified from this review. Trending for this instrument will continue to be monitored.